Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: bipolar forceps mcen54 120mm dessi, 510k: k993655, serial #: not applicable, lot#: 121101, manufactured nov. 2012. (B)(4). The findings of the product analysis indicate that the coating/insulation has probably been damaged by an excessive abrasion or friction during the use or during the reprocessing steps. (B)(4).

Event description:
It was reported that the user experienced a "problem of loss of coagulation with a burning smell".